Manufacturer narrative:
Medtronic received information from an italian database which focused on technical support and documented data for patients implanted with transcatheter valves. The information was provided as part of a data set. No other information has been provided regarding this delivery catheter system (dcs). Initial reporter (hcp) information was not available for this data set. The device lot numbers were not provided. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, a dissection at the access site was noted. Treatment was provided however the type of treatment was not reported.